Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2015; 29 us valve, implanted: (B)(6) 2015. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited non-sustained ventricular tachycardia episodes and several episodes of t-wave oversensing (twos) post sense, one of which was withheld due to the discriminator. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.